Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02924 and 1627487-2013-02925. It was reported the patient lost stimulation coverage in her right foot. X-rays and diagnostic testing revealed no anomalies, and reprogramming was unable to resolve the issue. It was reported the physician plans to perform a trial procedure to address the issue. Depending on the results of the trail, the physician may reposition the leads or refer the patient for a paddle lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.